Event description:
It was reported that on (B)(6) 2021, during a procedure the 90 degree screw driver was grinding. This report is for (1) unk - 90 degree screwdriver. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
This report is for an unknown screwdriver/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.